Manufacturer narrative:
G2: poland. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. .h6-health effect- impact code: "4629" should be removed and code "4627" should be added. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk g4: producted not marketed in theu.s. H6: user error claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich13.2 implantable collamer lens of +9/3/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. In a subsequent surgery later that day, the lens was removed due to a lens tear/break during injection/delivery into the eye and the lens being implanted upside down. There was patient contact but no patient injury. Cause of the event is reported as a user error. Reportedly, "the lens implanted upside down; device removed - break of haptic, replacement lens ordered." On (B)(6) 2022, the replacement lens was implanted and the problem was resolved. Status of the eye is, "very good" and everyting vision 20/20 vault 320 um."